Event description:
The user facility reported that the lid of their innowave pcf sonic irrigator closed on an employee's hand resulting in an injury. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that no loctite was observed on the lid cylinders. As there was no loctite on the lid cylinders, the lid did not operate properly resulting in the reported event. The technician applied loctite to the lid cylinders, tested the unit, confirmed it to be operating. According to specification and returned it to service. On august 2, 2024, a different steris service technician performed preventive maintenance activities on the innowave pcf sonic irrigator. During the preventive maintenance activities, the technician failed to apply loctite to the lid cylinders as required when replacing the cylinder struts. The technician was re-trained on the proper maintenance activities for the innowave pcf sonic irrigator, specifically applying loctite to the lid cylinders. No additional issues have been reported.